Event description:
This patient was implanted with the neurocontrol freehand system in 1998. The device user has recently begun to experience problems achieving rf coupling required for device operation. Coupling is only possible with careful placement of the transmit coil, but stimulation is erratic and is frequently directed to a device channel other than the one requested. It is likely that the malfunction is due to water vapor generated inside the implantable receiver-stimulator (irs) capsule, a problem that was the subject of a previous recall (ref. Neurocontrol product removal report 9028925-11/07/00-003-r). Irs replacement would require surgical intervention, after which a follow-up report will be submitted.